Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced kidney infections and sepsis in 2014.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy due to sui. It was reported that following insertion the patient experienced urinary problems (leakage and incontinence) which led to self-catheterization 2 or 3x daily, severe anxiety which led to increased blood pressure, dyspareunia, pain (back, bladder, lower abdominal and vaginal). It was reported that patient underwent cystoscopy on (B)(6) 2013 with injection of bladder botox due to neurogenic bladder and urge incontinence. It was reported on (B)(6) 2013 patient had mesh removal due to pain and dyspareunia and on (B)(6) 2013 patient underwent botox shots due to urinary problems and pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.